Event description:
The customer reported that "it still does not load despite replacement of the battery". There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.